Event description:
This was a lead extraction case to remove 2 leads (mdt 6944 and mdt 5076, implanted 2001) due to an infection. The leads were both extracted using a 16f glidelight with only a slight resistance felt with the ra lead. Subsequently there was a drop in blood pressure and a cardiac tamponade was identified. A pericardial drain was inserted and the attending surgeon performed a sternotomy. A laceration was found at the svc/ra junction. The patient went into cardiac arrest and resuscitation efforts were unsuccessful. The patient expired on the table. The autopsy revealed a 4cm laceration in the svc.

Manufacturer narrative:
A review of this file on 09 dec 2013 found that type of reportable event had been checked as "serious injury" instead of "death". Corrected to indicate a death occurred.